Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with silkam suture. The client reported that when a vessel is being ligated, when tying the knot and pulling the suture, the suture breaks and causes the vessel to bleed. The suture causes complications and delays in performing the surgery, it is not a reliable product.

Manufacturer narrative:
According to information received on may 11, 2022, this case is the same as medwatch form with MFR report number: 3003639970-2022-00148. Therefore, we are cancelling the case as duplicate.